Manufacturer narrative:
On an unspecified date in 2017, the patient experienced peritonitis, reported as "two weeks ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache and cloudy fluid. The cause was unknown. On an unspecified date, the patient began treatment with cephazolin and fortum (doses, frequencies,duration and route of administration not reported) therapies for peritonitis. The patient was hospitalized for the peritonitis event. On an unreported date,treatment was given with fluconazole (dose, duration and frequency not reported) therapy, orally for peritonitis. The patient recovered from the peritonitis and was discharged from the hospital (further details not reported). On an unspecified date in the same year as the onset, pd therapy was temporary discontinued and changed to hemodialysis. No additional information is available.